Event description:
It was reported that intermittently and on-going since (B)(6) 2023, insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. On (B)(6) 2023, insulin drips were not observed to be exiting the infusion set tubing during the load fill process and the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Paramedics were called and assisted the customer with administering an injection to address the high bg. The cartridge was changed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.